Event description:
Medwatch received from patient's family member, alleging complications from an unknown atrium mesh product. Patient underwent emergency surgery in 2019 for a life-threatening septic bowel blockage, in which mesh was implanted. Reported complications include extreme neuropathy, functional quadriplegia, large abdominal wounds with fistulas, numerous utis, and persistent pain. The hernia mesh products caused significant damage to his internal organs, leading to multiple surgeries and a continuous decline in his health, and severe impact to quality of life. The patient ultimately passed away on unknown date.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Additional information section: h6. An FDA medwatch (mw5171293) was received which did not identify any specific atrium mesh product was used in the reported event. The review of the unfortunate details does not indicate that an atrium hernia mesh was used. There was no mention of atrium mesh part descriptions, part numbers/ catalog number or product lot number. The details do mention by name two other manufacturers of hernia mesh. The details also suggest that the medical records were reviewed very closely and if there were a mention of the two other manufacturers and not atrium medical mesh. Product part numbers and lot numbers and descriptions are standard usually within medical records from clinical procedures for traceability. Without more detailed information regarding the surgical mesh used (third product) the complaint cannot be confirmed. There is no evidence that atrium hernia mesh was used in the procedure based on the details provided. The instruction for use for the atrium medical polypropylene mesh aw010666 lists the adverse reaction that may occur with the use of any surgical mesh. "Complications that may occur with the use of any surgical mesh include, but are not limited to pain, inflammation, infection, allergic reaction, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material and possibly adhesions when placed in direct contact with the viscera and other organs. The patient should be advised to contact the physician should an adverse reaction occur." There was no product lot number provided therefore a device history record review cannot be conducted. As the product was discontinued in july 2019 there was no cr/CAPA or ncr query conducted. Based on the details of the complaint the root cause is impossible to define as there is no evidence to suggest an atrium product was used in the procedure and therefore caused any of the patient¿s conditions.